Manufacturer narrative:
E1 patient country (B)(6).

Event description:
Reference number (B)(4). Event occurred in netherlands it was reported that the patient has an infection in het leg (old infusion site) and received antibiotics via the neurologist. No further information available.